Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. A definitive root cause was not identified, however, based on the results of the investigation, the e433 error was activated by the device¿s safety system, which triggers a restart of the device, and if the error cause persists, an unlimited number of periodic restarts can be triggered. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the electrosurgical generator esg-400 was displaying an e433 permanent reboot error due to a faulty generator board. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the electrosurgical enerator did not respond to the foot switch due to a defective motherboard and there was dust found inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.